Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and the customer experienced hyperglycaemia. The customer¿s blood glucose was 460 mg/dl. It was reported that the customer was off the insulin pump due to the critical pump error. The customer reported that they received the open book image on the insulin pump screen. The customer stated that the insulin pump was waterproof. The customer stated that they had showered with the insulin pump and gotten the insulin pump wet in the past but had not experienced any issues till now. The insulin pump will be returned for analysis.